Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose. The blood glucose reading at time of the call was 475mg/dl. Troubleshooting was performed. The programming on the insulin pump was correct. Advised the customer to revert to back up if needed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.